Event description:
Customer reported via phone call to have received a button error alarm after pressing the b button. Customer states the numbers on screen continued to scroll after pressing the b button and then received a button error alarm. Customer was not sure how it occurred. Customer's blood glucose was 208 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. No numbers ramping noted during testing. The device had cracked case at the display window corner, cracked reservoir tube, minor scratches on the lcd window, cracked battery tube threads, and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.